Event description:
A customer reported that the infusion cannula did not fit well into the 23g non-valved trocar cannula. The fitting issue was noticed prior to surgery and the device was not used. Add¿l info has been requested.

Manufacturer narrative:
This is the first complaint reported against both of the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer¿s complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. No samples were returned for eval; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause is unk; however, the customer event is believed to be related to design specification. An internal investigation has been opened to address this issue. (B)(4).